Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a tingling in the pelvic area and didn't know if it was normal. Patient mentioned they had a prolapse surgery a couple of days after the implant and they are not allowed to lift more than 5 pounds or bend over more than they should. Patient stated that they can wait the urinary urgency way longer but when they have to go it sometimes leaks a little before they can get to the bathroom. Patient mentioned that they felt the stimulation a little more when they were around a toaster, microwave and stove but they stay out of the kitchen for the time being. Patient also mentioned that their legs hurt so bad one time when the implant was put in but it passed. Patient said that all that is gone now and they feel fine. Patient confirmed that they feel a lot better now that all the hurting is gone so they think the device is working. Patient mentioned that the appointment with the doctor was on august 13 and they complained because it was too far away. The patient was redirected to their healthcare provider to further ad dress the issue. Reviewed device education. Reviewed device specifications.